Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video telescope displayed a purple and blurred image after connecting. The issue occurred during a preoperative examination of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610773-2024-33087. Refer to this file for supplemental information related to this event.